Event description:
It was reported that the customer's pump screen was dark and would not turn on, causing the customer¿s blood glucose level to exceed 500 mg/dl. While at work, the customer did not take any immediate action but intended to get backup insulin at home. During the call, the pump screen reactivated, allowing the customer to administer insulin. There was no need for third-party assistance. Technical support instructed the customer to plug the pump into a power source to resolve the issue, which successfully turned the screen back on, displaying the welcome message. The customer logged pump data and acknowledged the guidance provided by technical support regarding resetting certain pump features. Technical support planned to follow up with the customer.